Manufacturer narrative:
To date, the device involved in the reported incident has not bee evaluated. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the dermatome did not operate to the surgeon's expectations by taking an uneven graft. It was reported that there was no pt harm. Integra has requested additional clinical information from the reporter.